Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was badly scratched and difficult to read. The customer stated that the damage was due to normal wear and tear. Blood glucose level at the time of the incident was 164 mg/dl. The customer also reported that he had an issue with recurring no delivery alarms, but was usually able to resolve them with set changes. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.